Manufacturer narrative:
Patient city: gate city patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that patient faced event of infusion set leaking at site with presence of irritation at site. The infusion set had been used for 4 days. The blood glucose level was high at the time of event therefore the patient was treated with correction blus via pump. No further information was available.